Event description:
A report that the pt's precision system was explanted was received. The pt stated that he is being explanted because he is unhappy with the device, and it is not working for him. The implanting physician was not aware that the pt was explanted. There is no further info available.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further eval.